Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant with a 10f amplatzer trevisio intravascular delivery system. While positioning the device during the procedure, it was not stable in the defect. It was noted that the patient had a difficult anatomy because the base of the septum was misaligned from the main part of the ventricular septum. The health care professional tried to reposition the device, but the device deformed to a cobra shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a new 24mm amplatzer post-infarct muscular vsd occluder. The new device was implanted with the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.